Manufacturer narrative:
The report stated that the lead was explanted due to lead migration, which was reported after patient had fallen. Confirmation of lead migration by the lab cannot be made with product testing as these issues are commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report stated the patient had fallen and as a result the lead migrated, causing ineffective therapy. Analysis of returned lead a found it was incomplete; only the terminal end (segment) was returned.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a fall the patient experienced ineffective therapy due to bilateral lead migration. Surgical intervention was undertaken wherein the leads were explanted and replaced.